Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient had several therapies delivered and went to the emergency room. The device was interrogated and there were several episodes of ventricular tachycardia with ineffective therapy delivered. The patient was transferred to another hospital and a vt ablation procedure was anticipated. The patient was stable.

Event description:
New information was received indicating that the device was explanted and replaced in order to upgrade the device to a dual chamber device. No vt ablation procedure was performed and the patient was stable.